Event description:
Procedure type: sigmoidectomy. According to the reporter: the insulation came off the device during the case. The doctor used another silshook36 and was able to continue the case. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.